Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm edwards valve in the aortic position, is under evaluation for a valve-in-valve procedure after an implant duration of less than 1 year due to stenosis.

Event description:
It was reported that a patient with a 25mm 3300tfx valve in the aortic position, is under evaluation for a valve-in-valve procedure after an implant duration of 10 years, 13 days due to severe stenosis. The patient presented with chest paint and sob. Procedure has not been scheduled yet.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.